Manufacturer narrative:
(B)(4). A product deficiency has been identified. With a unique combination of instrument and reagent conditions there is a potential for sample carryover which can result in falsely elevated b-hcg concentrations on the architect i1000sr system. Negative samples have returned both positive and grey zone b-hcg results when a high concentration b-hcg sample is assessed prior to the negative sample with architect total b-hcg (list number 7k78/6c21) on an i1000sr instrument which also utilizes the architect rubella igg (list number 6c17) assay. Further investigation of this quality issue will be conducted. An investigation is in process.

Manufacturer narrative:
The suspect medical device has changed from the (B)(4). MFR # 3005094123-2011-00558 has been submitted to address this error.

Event description:
The customer stated an architect i1000sr analyzer generated false positive b-hcg results for one patient sample. The first b-hcg result was negative at 4.45 iu/l. Upon repeat, the same architect generated positive b-hcg results of 87.21 iu/l and 158 iu/l. The expected result was a negative result. The customer suspected contamination of the sample had occurred by either inversion caps during preanalytical steps, or by the analyzer probe. The wash probe was replaced and calibrated, and the instrument was functioning according to specifications. When repeated on another architect analyzer, the same patient sample generated a positive b-hcg result of 115 iu/l. The false positive patient results were not reported outside of the laboratory. Data was reviewed and found not to affect the clinical interpretation or medical decision making. There was no adverse impact to patient management reported.